Event description:
Healthcare professional reported right side "late seroma, swelling", "breast implant associated - anaplastic large cell lymphoma", "acellular necrotic material", "calcifications". "Lesional cells are positive for cd30 and negative for alk-1", "lymphoma cells mostly confined to the luminal space with only mild infiltration into the capsule". The device has been explanted. Treatment: capsulectomy and explant. Healthcare professional reported "hard", "lots of debris and cloudy seroma"

Event description:
Healthcare professional reported "hard", "lots of debris and cloudy seroma".

Manufacturer narrative:
Device evaluation: the device was received on january 15, 2021 with lot number 1381713. Analysis of the returned device identified: weight to the spec, yellow particles in the shell, deformation and crease fold. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported right side "late seroma, swelling", "breast implant associated - anaplastic large cell lymphoma", "acellular necrotic material", "calcifications". "Lesional cells are positive for cd30 and negative for alk-1", "lymphoma cells mostly confined to the luminal space with only mild infiltration into the capsule". The device has been explanted. Treatment: capsulectomy and explant.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Healthcare professional reported left side "confirmed bia-alcl case". The device has been explanted. Histocytological markers are not reported, so the diagnosis of alcl is not confirmed. Hence, the event has been captured as lymphoma-suspected-alcl.